Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 a physician reported the patient needed a change of tubes due to a stoma infection. On (B)(6) 2025 it was reported the patient has improved. The patient was initially prescribed oral antibiotic amoxicillin, but when the results of a culture were received, patient was prescribed oral antibiotic levofloxacin 500 mg for 7 days.

Manufacturer narrative:
(B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.